Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information..

Event description:
It was reported the procedure was to treat the mildly calcified narrow distal circumflex (cx) lesion. The 3.50x12 nc trek balloon dilatation catheter (bdc) was advanced however failed to cross the lesion after several attempts and the shaft separated. The device was simply removed from the anatomy. A new balloon of the same size was used to finish the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.